Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump did not power on during the customer's initial pump training. Customer's blood glucose level was not impacted. Reportedly, the customer had not began using the pump for insulin therapy.